Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 330 mg/dl to 400's mg/dl. Supply changes were performed and correction boluses were delivered to address the bg level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.